Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/06/2015 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed no related issues or alarms. The battery cap is able to secure properly to the pump. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported the pump was powering off and on without user intervention two months prior to the date of complaint. The reporter stated the issue did not reoccur after the battery was replaced. It was reported the battery cap had never been changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.